Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent high blood glucose (bg) levels (500 mg/dl at its highest) at night and morning. The customer thought the pump settings needed to be adjusted and the customer was working with a healthcare provider to resolve the high bg.